Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger, faded color, corroded electrical ports and a not working control unit. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. It was further determined that the most probable root cause for the damaged electrical port is traced to improper handling. UDI ¿ (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger and could not be pressed fully down in all positions, the device does not start with attached battery. The device was opened to test the motor separately from the control unit to confirm the failure is caused by the control unit. Furthermore, it was detected that the color of the front plate faded away and the electrical ports are damaged and corroded. It was further determined that the device failed pretest for general condition, check for sticky trigger, check the function of the device, and check oscillation frequency with frequency meter. It was noted in the service order that during pre-surgery testing it was observed that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.